Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no patient involvement. The customer was not wearing the pump at the time of the reported issue, but was on an insulin drip due to being hospitalized for a broken bone. The hospitalization was unrelated to diabetes. Reportedly, the customer would continue to receive insulin drip as alternate insulin therapy.